Event description:
It was reported that two (2) clearlink system extension sets leaked from the first luer lock connector downline on the tubing. The leak was from a bond separation from the tubing and luer. This was observed during gravity feed of IV (intravenous) solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.